Event description:
It was reported that complete heart block (chb) occurred. Procedure summary: a 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The patient had a severely calcified native aortic valve. A right transfemoral access site was gained. The procedure was completed successfully and the lotus edge valve was implanted at a depth of 6mm to the annulus. Trace paravalvular leak (pvl) was noted post index procedure. Post procedure, the patient developed complete heart block. A permanent pacemaker was implanted to treat the event. The current patient status at the time of reporting was good.